Event description:
It is reported that insulin pump is under delivering insulin, customer is experiencing high blood glucose. Customer has treated high blood glucose with insulin pump and injection. Advised customer to monitor his blood glucose levels. Programming is correct. The insulin pump was not exposed to magnetic fields. The insulin pump passed the displacement test. Nothing was further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.